Event description:
It was reported that the pt has had her stimulator turned off since december due to a fractured lead wire. The pt experienced shocking in the pocket/extension area. The pt was scheduled for lead and neurostimulator replacement. No patient outcome was reported. Additional information has been requested from the healthcare provider, but was not available as of the date of this report.

Manufacturer narrative:
It was not reported which of the patient's leads was the one which fractured.